Manufacturer narrative:
No lot number was provided, however the customer provided three possible lots: 303202x, 233102x, 235904x. The device history records were reviewed and no deviations related to this failure mode were found. There are no non conformances related to the reported issue. The product sample returned consisted of single catheter 3.5fr p.u.r. Umbil cath x10 and an unknown product that does not belong to covidien. After visual inspection, no visible defects were found. However during underwater test (functional test), bubbles were detected coming out just below the strain relief on both catheters returned. Maximized photos (vertex) revealed a hole below the strain relief. The instructions for use (IFU) warn, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, catheter lumen should be occluded with saline via intermittent infusion caps or luer-lock syringes during insertion to avoid air emboli. Therefore, since the issue was not identified during preparation or during insertion, and the hole found on the catheter is a gross leak that should be certainly identified during manufacturing operations (100% leak test), it can be concluded that the device was more likely damaged during the 2 days it was in use. This defect has been confirmed. With the available information, the most probable root cause could be considered as misuse (leak could be caused more likely due to over bending or excessive force). This cited product lot number is unknown and the exact manufacture date cannot be determined. However, a design change under continued....

Event description:
Special 510k#130725 was implemented to increase the length of the strain relief on the luer hub of the single lumen uvc catheters. This change is expected to reduce the stress and likelihood of kinking in the area most likely to be exposed to alcohol. The returned sample strain relief was measured with the vertex, and it was identified that its length is 15.39 mm (new design length is 18.5 mm). Therefore, it can be concluded that this device was manufactured before the implementation of the actions related to special 510k#130725. No additional corrective actions have been identified.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that after 53 hours of using, a hole was noticed just above the hub where the extension tubing meets the hub. Povidone 10% was used to clean the skin area and the area was completely dried prior to insertion. The customer reports that it was not difficult to handle the catheter during insertion and was not difficult to secure. The uvc was secured with granoflex. The uvc was inserted (B)(6) 2014 in the umbilical artery and was used periodically. Saline was used to flush the line using a 2cc syringe. The uvc was removed on 9/17/2014 and replaced with a 3.5 uvc. The patient is a premature baby.

Manufacturer narrative:
Submit date: 10/02/2014.an investigation is currently underway. Upon completion, the results will be forwarded.